Event description:
The customer stated the generator had to be shut off to stop the hand piece's activation.

Manufacturer narrative:
The suspect device was returned and evaluated by conmed's investigator. The returned hand piece was subjected to an electrosurgical unit (esu) interface test, which simulates actual use. The returned sample had passed and the reported malfunction could not be reproduced.